Manufacturer narrative:
An additional visit for surgery support was provided by an abbott medical optics'' application support manager (asm). The asm checked the laser suite temperature. The laser suite¿s temperature was 64 and humidity was 45%. The asm observed 4 laser procedures. The surgical settings were optimized to doctor¿s preference. There were no concerns during the surgery support visit. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss was not able to duplicate the flap issue reported. The fss cut gels to verify melt and thickness and found within specifications. The fss noted the sesam in oscillator was a little bright.. The fss moved the beam on the sesam slightly, re-gelled, and verified. In addition, an abbott medical optics clinical support will provide surgery support. The fss found all cuts were good. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. In addition, surgery support was provided by an abbott medical optics'' application support manager. All surgeries were completed successfully and surgeon had stated the flaps were perfect. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having difficult thin flaps due to possible vertical gas breakthrough on both eyes (ou). As a result, a laser vision procedure was aborted. The planned conventional lasik procedure will be converted to a photorefractive keratectomy (prk). A brief description from the surgery center indicated that there was difficulty in lifting the flap/thin flap on both eyes (ou) possibly due to vertical gas breakthrough. The surgery center indicated the flap depth was programmed at 110 m&#62318; the right eye (od) was completed by dissecting with a manual blade. The od was observed with an epithelial defect. A bandage contact lens was placed on od. The surgery center was unable to lift the left eye (os) and procedure was aborted and a prk will be scheduled at a later date. A bandage contact lens was placed on the os.